Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter noted that there was no damage to the pump and no moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: visual inspection revealed that the battery compartment and battery cap were undamaged and the cap was able to secure properly. The pump powered up with functional auditory and vibratory features, indicating that the pump had power, but the display screen remained blank. A blank display screen may be misinterpreted by the user as a power issue. The blank display was determined to be caused by an eeprom (electronically erasable programmable read only memory) failure. The alleged no power issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the bolus button cover was torn.